Manufacturer narrative:
The patient entered the wrong transmitter identification serial number into the receiver. The issue was resolved during the troubleshooting discussion with technical support instructing the patient to enter the correct transmitter identification serial number into the receiver.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.